Event description:
Add'l info was provided by the reporting surgeon. The pt states she is able to look through the shadow. The surgeon will continue to monitor the pt and may consider a lens exchange in six months.

Event description:
A surgeon reported that a patient complained of seeing a dark shadow in the peripheral visual field after receiving an intraocular lens (iol) implant. The procedure was uneventful, and the desired visual acuity was obtained. The shadow persists at one-month post-op. The association between this event and the iol is not known. Additional information has been requested.